Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. (B)(4), no code available (therapy/non-surgical treatment, additional). (B)(4). The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a preloaded naviflex biliary stent delivery system with advanix stent was used during an ercp stent removal procedure in a (B)(6) female patient (patient weight is unknown). During the scheduled removal of the 10fr x 5cm advanix stent the 30mm profile polypectomy snare was looped around the proximal end of the stent. As the physician attempted to remove the stent through the olympus ercp 180 scope working channel the proximal stent flap completely tore off and fell into the duodenum. The stent and stent flap piece of the stent were removed from the patient. The stent removal procedure was completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.